Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not provided for reporting. Date of event: unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(4): revision surgery occurred on (B)(6) 2016, due to infection at implant site. All hardware was removed and the wound was irrigated and debrided. Device history records review was conducted. The report indicates that the: product manufacture date: 04-aug-2015, product manufacture location: synthes (B)(4). A review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of 3.5mm lcp low bend medial distal tibia plate 14h/left/239mm (part number 02.112.531, lot number 9867315) was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with a 3.5mm locking compression plate (lcp) low bend medial distal tibia plate left and a total of twelve (12) screws on (B)(6) 2016. On an unknown date patient developed an infection at the implant site. Patient was returned to surgery on (B)(6) 2016 where surgeon removed all hardware and irrigated and debrided the wound. It is reported patient bone was healed, no additional hardware was implanted. Procedure was completed successfully with no delay and no further harm to patient. Complaint contains 13 devices in 4 part forms. This report is 1 of 4 for (B)(4).